Event description:
It was reported that the basket on the ptd separated from the cable during use in a loop graft. The graft was very difficult to clear and several different methods were employed to try to clear it. The separated basket was retrieved via use of a snare. There were no pt complications.